Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. At approximately 4:20 pm, the patient¿s cgm displayed 15 mmol/l; without performing a bg, the patient self-treated with insulin. Around 5:00 pm, the patient had gotten up from watching television when she collapsed onto the floor and lost consciousness for several hours. She regained consciousness and because she was near her phone, she called her neighbor at approximately 9:00 pm. The neighbor called emergency medical services (ems) and upon arrival, ems performed a bg which was 2.1 mmol/l but the cgm displayed 9.2 mmol/l. The patient was treated with orange juice and jelly baby candy to increase the bg. Ems performed five finger stick bg and one with the patient¿s glucometer which correlated, before leaving the patient. The patient was not transported to the hospital. At the time of the report, the patient was doing well. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter state: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.